Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: initial reporter is company representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via email that there appears to be a display port linking issue. First, when powering on the tower outside of the operating room for testing, no color bars came up until power cycling the display and ccs. After a couple power cycles and positive results, they felt okay with functionality so proceeded to roll tower back for the procedure. Upon powering up tower in operating room, no on screen display information showed up on screen or on evo4k, although they did have color bars. They restarted ccs and then got color bars and osd. After starting the procedure, the sales consultant went to tilt display position and they lost our image to a black screen. A power cycle of the display fixed the issue and repaired the feed between ccs and display. The cable connection appeared to be secure. The display settings were per the recommendations from our purevue training and reference materials. There was no patient harm but there was a minute surgical while power cycling the display. The sales rep could not provide a serial number for the unit.